Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer displayed the message 'device not detected on bus'. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay and the user had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer fixed issue by swapping out drawer controller to resolve the issue. It was discovered by customer on refill. The system functioned as intended after the field service engineer assist the customer to resolved the issue.